Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to the FDA. Customer contacted ameda, inc on (B)(6) 2013 to report and event that occurred while using the purely yours breast pump with batteries. She states hearing an explosion from the battery compartment and battery fluid leaked onto the furniture causing damage. Customer denies coming in contact with the battery fluid and reports no injury or burn.

Manufacturer narrative:
It was visually confirmed that the battery compartment area, and battery cover were warped. The battery contacts were visibly charred and corroded. Because the batteries were not returned, engineering cannot confirm if a battery placed in the pump leakage. Voltage was measured across the battery contacts. This measurements indicates that a malfunction may have occurred. The returned breast pump was sent to (B)(4) for evaluation. It was concluded that the dried battery electrolyte caused the voltage output on the battery contacts. Due to the relatively high resistance of the dried battery electrolyte, it is not possible that enough current could flow to damage the batteries. It does not appear that any fault condition occurred inside the unit that would cause the batteries to get hot enough to partially melt the plastic of the battery compartment. The heat seems to have been located at the center-bottom battery position. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.